Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Caller said patient's implant has been off for a year. Caller said patient is in a lot pain and they were to get a implant replacement soon. Caller didn't know the reason patient stopped using their system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that their implant has been off for awhile and that they are attempting to charge their implant. Patient stated that the controller is not coming on at all and that nothing comes up on the screen when they go to try and charge. Patient noted that they do not have an ac power supply cord and claims that they never received one. Patient mentioned that they are major problems with a nerve going down their leg; patient stated the pain and condition is why their doctor is having them attempt to use the stimulator again to see if it helps with the pain. Patient did not say why they stopped using their stimulator, other than their doctor is wanting them to try and utilize the stimulation. Patient mentioned that they still have all of their original equipment and are just missing the ac power supply cord. Patient mentioned a previous call from a year ago where they called and were supposed to be sent a replacement controller; patient said that they never received the replacement and that no one ever reached out to them to assist. Patient got slightly escalated when talking about their annoyance and irritation with medtronic not communicating with them about the replacement. Patient requested that a mdt rep assist them with charging their controller and implant back up; agent offered to send an email to the field. When asked for an event date; patient noted that they stopped using their device awhile ago. The issue was not resolved. A replacement ac power supply was sent out. Additional information was received from a patient (pt). It was reported that they received their ac power supply, but never received an li battery pack. Patient stated they should have received a battery pack, as they discussed with previous agent on the last call that when they unplug their controller, it becomes fully unresponsive. Patient stated that they are continuing to have difficulty charging the controller. Patient mentioned they had not used their stimulator in over a year, and was told that using the stimulation again may help with their medical issues. Agent had patient plug the controller into the ac power supply without the battery pack plugged in. Patient confirmed the controller turned on, but they saw memory problem data has been lost. When patient reinserted the battery pack, they did not see a green solid or flashing light above the controller screen. The issue was not resolved. A replacement battery pack was sent out.